Event description:
It was reported that the customer did not feel pump was delivering insulin and the pump was not working properly. Customer¿s blood glucose level was 465 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.